Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the pulse generator exhibited backup vvi operations. A device download was performed and the device was restored from backup vvi. The patient would be continued to be monitored.

Manufacturer narrative:
Correction: PMA/510(k) # - this supplemental report is to correct the previous report to include the PMA number.

Event description:
New information received on (B)(4) 2019 indicating that the device went into backup vvi operations on (B)(6) 2018.